Event description:
It was reported that a cartridge change error occurred. There was no reported impact on the customer's blood glucose level. The device is being returned, and a replacement pump was arranged for the customer.